Manufacturer narrative:
(B)(4). Analysis was normal, no anomaly was found

Event description:
It was reported that the patient was admitted for endocarditis. The patient had developed an infection and vegetation on the ventricular lead. The patient's condition during the procedure was stable.